Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had open blisters under the ECG electrodes. The blisters were not bleeding. The patient applied a cream to the blisters. Follow-up indicated that the condition of the blisters was still the same. The medical outcome of the blisters is unknown.